Event description:
It was reported that a right femoral insertion site was noted. Catheter was being used for fluid therapy. Upon insertion, spring wire guide (swg) unraveled and a section approx 6-8" was retained in pt. Pt taken to or and surgical cutdown performed. There were no pt complications reported.

Manufacturer narrative:
F/u report will be filed when eval is complete.